Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), the grippers were not parallel. The cds was not used and was replaced with a new cds. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this incident. The returned device analysis was unable to confirm the reported difficult to open or close (gripper actuation issue). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.